Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 328 mg/dl. Reportedly, the customer administered a bolus via the pump. During troubleshooting with tandem's technical support, it was noted that there was an air gap in the tubing. A follow up with the customer indicated that their bg level decreased to 258 mg/dl and the customer stated that the pump was operating fine.